Event description:
Patient presented back to the physician with continued infection at the chest incision site, despite a recent ipg pocket washout procedure. Physician brought the patient into the operating room, removed the entire inspire system, irrigated the pocket with antibiotic solution, and closed the incision.

Event description:
Patient presented to the physician with drainage at the chest incision site. A seroma was determined upon examination. Physician cultured the area, and the results returned positive for curtibacterium acnes. Physician prescribed a 7-day course of antibiotics. Patient returned to the physician for a follow-up appointment with continued drainage. Physician debrided the seroma and prescribed another round of antibiotics. Physician brought the patient into the or three weeks later, removed the ipg, irrigated the pocket with antibiotic solution, placed the ipg back in the pocket, re-sutured, and closed the site. Physician prescribed oral antibiotics after the procedure was completed.